Manufacturer narrative:
There was a total of 3 onyx vials involved in the event. The other two onyx vials are as follows: model: 50067-080-1 lot: 9769373 dom: 02 jul 2013 exp: 01 jul 2016. Model: 50067-080-1 lot: 9794589 dom: 27 aug 2013 exp: 26 aug 2016. (B)(4).

Event description:
Treatment of an endoleak in the ima (inferior mesenteric artery). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported that onyx leaked from a rupture site in the catheter and into the bowel vessels as the physician removed the microcatheter. Prior to the leak, there was some difficulty experienced as the physician attempted to remove the microcatheter from the onyx cast. An immediate follow up was done due to the patient experiencing abdominal pain. On (B)(6) 2014, the physician advised there were no effects to the patient's bowel. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).